Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The root cause of this event is anticipated procedural complication, because stent restenosis is an known physiological effect of the procedure and is noted within the dfu.

Event description:
Same case as MFR report #: 2134265-2009-01349. Taxus express2 post market surveillance study. It was reported that 391 days following a coronary artery drug eluting stenting treatment procedure, the patient developed stable angina requiring reintervention. The lesions being treated were located in distal rca (right coronary artery) and atrioventricular branch of rca. The distal rca was de novo, 90% stenosed, 3.20x14.0mm. The atrioventricular branch of rca was de novo, 99% stenosed, 3.20x14.0mm. Treatment of the distal rca consisted of predilation at 20 atm, placement of a 3.5x20mm taxus express2 stent at 14 atm, and post-dilatation at 20 atm. Treatment of the atrioventricular branch of the rca consisted of predilation at 20 atm, placement of a 3.5x28mm taxus express2 stent, and post dilation. The stents were confirmed to have 0% residual stenosis and apposed properly with ivus (intravascular ultrasound). The patient was discharged one day post procedure on bayaspirin and panaldine. No problems were found during follow-ups in 2008. The patient returned for a study scheduled follow up 391 days post procedure which revealed stable angina. On day 417, a reintervention was performed due to ischemia. The distal rca was found to be 100% restenosed and measuring 3.20x30mm. Treatment consisted of predilation, placement of another manufacturer's drug eluting stent, and excimer laser resulting in 0% residual stenosis and timi 3 flow. The patient was discharged on day 422. The physician felt this event could be related to the taxus stents.